Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's display was no longer functioning and the screen remained black at all times. It was determined at analysis that the programmer cursor moved autonomously over the touch screen. It was noted that when using the finger touch option, the cursor was jumping and had deviation. Electromagnetic interference (emi) repair was performed to resolve the screen issue. Finger touch option is tested and was working correctly. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display was no longer functioning, the screen remained black at all times. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.